Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: concomitant device added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown slap hammer (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a one level spinal fusion on (B)(6) 2019, the position of the transforaminal posterior atraumatic lumbar (t-pal) cage was too much anterior. The surgeon used the 12mm shaver to prepare the disc space and then tried to implant the t-pal cage (12mm). While having the inserter in position 1, the cage was inserted too far anterior (about 1cm). The surgeon tried to remove the cage, but the implant deployed from the instrument. The cage was re-engaged with the inserter and the cage was fully removed (instrument in position 1) out of the disc space. After that the cage was again inserted in position 1 into the disc space. To place the cage into the final position, the instrument was set in position 2. When impacting on the instrument, the cage didn¿t turn enough medial and moved anterior out of the disc space. The surgeon tried remove the implant with the slap hammer (instrument in position 2). While trying to remove the implant, the implant deployed from the instrument. It was not possible to re-engage the implant with the instrument. The surgery was finished unsuccessfully, without removing the cage. There was a thirty (30) minute surgical delay. In a first revision surgery, an anterior approach was used to remove the t-pal cage. In a second revision surgery, a non-synthes cage was implanted. Patient status is unknown. This report is for a t-pal spacer. This is report 1 of 4 for (B)(4).